Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a safety disk failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and found that the safety disk was not in place correctly. After the safety disk had been placed correctly, the fse performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a safety disk failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.